Event description:
A peritoneal dialysis (pd) nurse reported a pt was admitted to the hospital on (B)(6) 2014 with a hypocalcaemia. The following is from the records received from the pt's medical discharge summary. The pt was seen by this nephrologist upon admission and received 2 rounds of hemodialysis, including after the day of admission and the day of discharge. The pt discontinued his (pd) treatments and has resumed hemodialysis on an outpatient basis. The pt was discharged on (B)(6) 2014 close to his normal baseline.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.